Event description:
Baxter (B)(6) received a report of a broken tubing. There was no injury or medical intervention mention in the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the sample. An unclean cut was observed on the patient line (about 40cm away from the cassette port). A batch review was performed on the reported batch with no abnormality observed. The reported issue was confirmed.